Event description:
The article, "follow-up of mitral valve replacement with the epic porcine valve in a medicare population", was reviewed. The article presented a retrospective, multicenter study on 10-year clinical outcomes of medicare beneficiaries undergoing surgical mitral valve replacement (smvr) with a contemporary low-profile mitral porcine valve. Devices included in the study was epic mitral valve. The article concluded that real-world nationwide study of medicare beneficiaries receiving the epic¿ mitral valve demonstrates >90% freedom from all-cause valve reintervention and >50% freedom from heart failure (hf) rehospitalization at 10-years post-implant. Long-term survival and hf rehospitalization in this population with mitral valve disease undergoing smvr was found to be impacted by underlying hf. [The primary and corresponding author is evelio rodriguez, ascension saint thomas hospital, 4230 harding road, suite 530, nashville, tn 37204, with corresponding email: evelio.rodriguez@ascension.org]. The time frame of the study was from 01 january 2008 to 31 december 2019. A total of 14,015 patients were included in the study, of which all received an abbott epic valve. The average age was 74 years and the majority gender was female. Comorbidities included hypertension, heart failure, rheumatic heart disease, chronic pulmonary disease, atrial fibrillation, cerebrovascular disease, peripheral vascular disease, diabetes, renal failure, dialysis, obesity, prior myocardial infarction, coagulopathy, liver disease.

Manufacturer narrative:
Summarized patient outcomes/complications of follow-up of mitral valve replacement with the epic porcine valve in a medicare population were reported in a research article in a subject population with multiple co-morbidities including hypertension, heart failure, rheumatic heart disease, chronic pulmonary disease, atrial fibrillation, cerebrovascular disease, peripheral vascular disease, diabetes, renal failure, dialysis, obesity, prior myocardial infarction, coagulopathy, liver disease. Some of the complications reported were death, surgical intervention (pacemaker, redo smvr, viv), hospitalization, endocarditis, heart failure these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "ten-year follow-up of mitral valve replacement with the epic porcine valve in a medicare population" b3: event date is estimated. D4: the UDI number is not known as the lot number was not provided.